Manufacturer narrative:
Suture loop.no product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via (B) (4) survey. The device history record (DHR) review was not possible due to no lot/serial number(s) were provided. No additional information was provided, device was not returned for evaluation.

Event description:
Marketing study ¿ it was reported via (B) (4) survey conducted by (B) (4) for edwards lifesciences, november 2009. Note the reporter (hospital, surgeon) is anonymous. The device model is a 7000tfx of unknown size, however a 7000tfx, 23mm was chosen as a product ID. The complaint was as follows; I will tell you one of my partners had a problem with it [(B) (4)]. They have this technique, the way it¿s mounted, so that you won¿t loop a suture around your strut, and he released it from that by accident because he didn¿t realize what (inaudible) was doing there because no one had shown him properly. And he actually looped one of the struts, and then he had mr from that valve and he had to explant it¿. Response from physician (B) (6).